Event description:
Facility initially reported about this incident and advised bennett to contact hosp for details of the incident. The hosp described that while a pt's breast was under compression for mammogram on 7/28/97 she leaned on the machine and the c-arm of contour machine drifted down. The pt moved backward. The pt did not report any injury on the day of the incident. The pt after about 2 mo reported a complaint of nerve damage to the hosp. Bennett contacted the hosp to obtain further details but the hosp is unwilling to disclose anything further.